Manufacturer narrative:
The customer¿s complaint of an under infusion was not confirmed or reproduced. The root cause of the customer¿s complaint of an under infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from medsurg that there was an under infusion of an unspecified medication. The medication was meant to be delivered in 4 hours. Testing on the device indicated that the medication was under delivered by 106.11mls. There was no patient harm reported. Although requested further information was not available.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested further information was not available.

Event description:
It was reported from (B)(6) that there was an under infusion of an unspecified medication. The medication was meant to be delivered in 4 hours. Testing on the device indicated that the medication was under delivered by 106.11mls. There was no patient harm reported. Although requested further information was not available.